Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the problem and determined the fluid leak related to a customer usage issue. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The transducer was replaced to address the customer's immediate concerns and no further similar events were reported.

Event description:
A customer reported their 3d9-3v transducer was leaking fluid. This probe is associated with the epiq 5w ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.